Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was found to have externalized conductors at generator change. The patient was asymptomatic. The lead was examined under fluoroscopy and the conductors appeared to be externalized. The lead was capped and replaced. The patient was stable following the procedure and continued to be followed normally.